Event description:
It was reported that a stent was inserted into the headway microcatheter, but the stent stopped advancing halfway through due to resistance. The stent was replaced with another stent to continue the procedure. However, the second stent could not be inserted into the microcatheter due to resistance. The microcatheter was replaced with a terumo microcatheter. The first lvis stent was then inserted into the second microcatheter and successfully implanted. Subsequently, the procedure was successfully completed. When the microcatheter device was received and analyzed, the investigation findings found the lumen of the microcatheter was found to not be fully flared at the hub joint and to have an exposed lumen braid with delaminated ptfe liner, which would have resulted in the resistance encountered.

Manufacturer narrative:
Investigation conclusion: the investigation found that an in-house stent encountered resistance when inserted into the lumen of the returned headway microcatheter during functional testing, which is consistent with the advancement issue described in the reported event. The lumen of the microcatheter was found to not be fully flared at the hub joint and to have an exposed lumen braid with delaminated ptfe liner, which would have resulted in the resistance encountered. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the lumen flaring issue, exposed lumen braid, and delaminated ptfe liner, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.